Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2008 and a left total hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reported patient allegations of pain, fluid located around the acetabular cups of both hips and elevated metal ion levels. Subsequently, patient underwent a revision procedure of the left hip on (B)(6) 2014. There has been no reported revision procedure of the right hip to date. A review of the invoice history confirmed the surgery dates. It further indicates that the modular head, taper adapter and acetabular cup were removed and replaced during the revision procedure of the left hip. Additional information received in patient medical records indicates that left hip revision procedure performed on (B)(6) 2014 was due to pain, metallosis, soft tissue reaction and MRI evidence of fluid and pseudotumor. The patient's operative report noted milky white fluid, bone loss and pseudotumor. Additional information received in patient medical records noted that on (B)(6) 2013 patient's blood was tested. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2008 and a left total hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reported patient allegations of pain, fluid located around the acetabular cups of both hips and elevated metal ion levels. Subsequently, patient underwent a revision procedure of the left hip on (B)(6) 2014. There has been no reported revision procedure of the right hip to date. A review of the invoice history confirmed the surgery dates. It further indicates that the modular head, taper adapter and acetabular cup were removed and replaced during the revision procedure of the left hip. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 4 of 4 mdrs filed for the same patient (reference 1825034-2014-04833/04836).